Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons were not fully responsive but had not been dropped or exposed to moisture. The blood glucose reading was 167 mg/dl. Nothing further was reported.

Manufacturer narrative:
All buttons functioning properly during testing. No damage to the keypad assembly noted and no unlocked j2 lcd keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.